Event description:
Hcp reported the device system was explanted because of an infection and cellulitis. It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.